Event description:
Reportedly, when opening, the carton was found to have the seal broken along the whole bottom edge where the peel back cover meets the plastic pouch.

Manufacturer narrative:
Evaluation summary: unit 3 - customer report was confirmed. Rec'd (1) complete triple dpt kit, model px3x3272, in partially open package. The bottom section of the seal, approximately 20cm, was completely open. The adhesive transfer appeared completed at the open seal area. Adhesive pattern was also full and continuous without any interruption. No visible damage was found to the product or the package. A device history record review was completed and documented that the device met all specifications upon distribution.